Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump also had a cracked case at display window corners,reservoir tube, reservoir tube window and battery tube threads. The insulin pump was received with a minor scratched display window. No unexpected vibration anomalies noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.